Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that this patient underwent a valve-in-valve procedure after an implant duration of approximately 10 months due to unknown reasons. Despite attempts to receive further information regarding the event, no additional information was received. There have not been any allegations of a product malfunction or deficiency related to the subject valve.

Manufacturer narrative:
Per follow-up with the health-care provider, it was clarified that "the mitral valve does not close anymore, probably due to calcification. No other details reported. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. No further actions are possible with the available information.

Manufacturer narrative:
Based on the follow-up with the health-care provider, the reason for the re-operation was due to "aortic insufficiency, most probable due to calcification of the leaflets". No other details reported. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, the reported aortic insufficiency was probably due to the calcification of the leaflets per the health-care provider. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The type and cause of insufficiency varies depending upon multiple factors. Typically, mild insufficiency is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high insufficiency requiring re-operation in the immediate post-operative period is due to procedural related issues and is unrelated to the device. Insufficiency which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability. No further actions are possible with the available information. Corrected data: lot number, expiration date, approximate age of device, device manufacture date.

Manufacturer narrative:
Eval code = device not returned. Despite attempts to receive further information regarding the event, no additional information was received. There have not been any allegations of a product malfunction or deficiency related to the subject valve. The device history record (DHR) review is currently in process. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted if any new information is received.